Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a manufacturer representative regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome. It was reported that the patient had a couple of overdischarges. It was reported that the main reason for the patient¿s replacement was that the patient wanted a MRI compatible device. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.